Event description:
It was reported that pump malfunction occurred with no notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction code appeared again, which customer acknowledged and understood.